Event description:
Staff complained that the stylet is too stiff and pulling out the et tube. Not malleable enough.

Manufacturer narrative:
The complaint sample along with retained samples of the same lot were evaluated for hardness and length and based on the investigation there were no abnormalities detected; therefore. We are unable to determine the exact root cause for the issue reported. The results show that the products evaluated complied with the product specification requirements. The raw material incoming inspection record of the complaint lot also showed that the hardness, dimensions and diameters are within the specified limits. The device history record was reviewed for the complaint lot and there were no abnormalities detected. All related personnel have been made aware of this complaint. We will closely monitor for any future reports and trends.